Manufacturer narrative:
As reported this patient has a complex medical/surgical history. No conclusions can be made, the information provided does not indicate a reason for the patient¿s postoperative course. The adverse reaction section of the instruction-for-use supplied with the device, lists fistula formation and esophageal erosion as possible complications. To date, this is the only reported complaint for this manufacturing lot. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, during a robotic recurrent paraesophageal hernia repair surgery on (B)(6) 2021, the patient was implanted with phasix st mesh. As reported, the mesh was implanted at the hiatus in a reverse c configuration, secured with interrupted stitches. On (B)(6) 2023, endoscopic procedure was performed to place a pigtail catheter through the eroded mesh area and fistulous connection to abscess. It was reported that the mesh was clearly visible having eroded into cardia of stomach 21 months after initial surgery. Doctor reports ¿no patient condition that predisposed to erosion.¿